Event description:
Device malfunction: clip mislocation. Time of malfunction: after vessel closure. Symptoms/ae: leg pain, diminished leg pulses, occlusion. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the superficial femoral artery after an unspecified procedure. Reportedly, after the procedure, the patient developed leg pain and diminished leg pulses. An ultrasound revealed that the clip deployed in the posterior artery wall causing an occlusion. The clip was surgically removed and the artery was surgically repaired. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The instructions for use (IFU) state: that the device is indicated for the percutaneous closure of the common femoral artery access sites. The IFU warns against the use of the device if the puncture site is located in the superficial femoral artery since such puncture sites may result in acute vessel closure. The safety and effectiveness of the device has not been established in patient populations with access sites in the superficial femoral artery.